Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the impactor pad fractured during surgery.

Manufacturer narrative:
Visual inspection of the returned impactor pad confirmed that it had fractured into 2 pieces near the hook cutout. Both pieces were returned. Minor scratches and other marks indicative of use were also noted. This device is used for treatment. The reported issue appears to have been caused from use and not related to a significant design or manufacturing issue.